Event description:
The patient came in reporting pain and the cause of the pain is laxity. At 1 year and 1 month after the primary surgery, the surgeon found the stem to be well fixed, so he decided to only revise the head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 march 2022. Lot 2004968: (B)(4) items manufactured and released on 15-sep-2020. Expiration date: 2025-sep-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.